Event description:
It was reported that the plate tack broke off during removal and the tip remains embedded in the patient's bone.

Manufacturer narrative:
The returned product was inspected under magnification. Under magnification, the batch number of the plate tack (pn:pl-ptack) were confirmed. The tip of the tack had broken off. The broken tack measured approximately 2.6315" long indicating that the fracture occurred approximately .3685" inches from the end of the tack. The surface of the fracture shows no sign of fatigue stress. The fracture patters are consistent with a brittle fracture caused but a higher energy event like encountering dense bone or sudden excess bending force. No definitive conclusion could be made as to the exact cause of the damage.